Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), distributor (dis) via manufacturer representative regarding a patient spinal therapy for spinal fusion trauma. It was reported that instrument broke as detachment from screw after final tightening. No further complications or symptoms were reported.

Event description:
Information was received from a healthcare provider (hcp), distributor (dis) via manufacturer representative regarding a patient spinal therapy for spinal fusion trauma. It was reported that instrument broke as detachment from screw after final tightening. No further complications or symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.